Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The device was removed and a second proglide device was used and when the needle plunger was removed, a suture break occurred. The device was removed uneventfully and the method of how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found that both cuffs successfully captured the needles, contradicting the reported experience. The rail suture end was a clean cut, which is indicative of successful suture retrieval when retracting the needle plunger. The whole suture was not returned and it could not be determine if the knot was successfully advanced to the arterial surface to close the vessel. Based on the investigation, the device performed according to specification and a root cause related to the device could not be determined. The most probable root cause for the reported cuff miss is possibly needle deflection during plunger deployment due to a failure to maintain a stable position of the device with respect to the tissue tract and/or the patient anatomy. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Pt experienced elevated blood glucose near 500mg/dl because of "wrong operation of the pump." Pt believed the problem was because the piston rod could not extend itself and did not work during basal delivery. No errors or alarms were received. Pt switched to backup infusion device and blood glucose returned to normal range. Target blood glucose is 120mg/dl. Infusion device was replaced and requested for eval. The pt did not require treatment from a healthcare professional of second party to address the issue. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. Device #2 - proglide (part #12673-03, lot #920286h), will be filed under a separate medwatch MFR number.